Event description:
After iabp for fourteen hours, an alarm sounded from the pump and the iab leaked. The iab was removed at the pt's bedside. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk - reported 8/28/97.) (Pt's current status: stable - rpt'd 8/28/97.)